Manufacturer narrative:
Concomitant medications included cozaar, metoprolol 50mg (start may 1, 2010), tricor 48mg (april 11, 2010), aspirin 81mg (jan 3, 2011) and plavix 75mg (jan 3, 2011). Information received from the (B)(4) study indicated that a patient experienced coronary artery restenosis approximately 25 months post index procedure. The patient's history is significant for angina, percutaneous coronary intervention ((B)(6) 2005), hyperlipidemia and hypertension. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 99% stenosed for greater than 3 months with a timi flow of 0 pre-procedure. The lesion was also located at a bifurcation. The lesion was pre-dilated with a 3.0mm x 10 durastar balloon at 21 atms followed by the implant of a 2.5mm x 18mm cypher stent at 21 atms. The stent was then post-dilated using the 3.0mm x 10mm durastar with excellent results. It was noted that the 50% lesion distal in the first diagonal appeared to be more hazy and slightly more significant. We used the same balloon to dilate that lesion at low pressure of 2 and 4 atmospheres. Unfortunately that resulted in a small linear dissection. Consequently a 2.5 x 8-mm cypher drug-eluting stent was deployed in the first diagonal at 14 atmospheres with excellent final result. Approximately 25 months post index procedure, the patient had an abnormal myoview stress test and underwent revascularization. As per cath report, the left anterior descending artery was a very heavily calcified, medium-sized artery that had about 30% ostial stenosis. The stented segment in the lad after that was widely patent. The main diagonal was a small to medium-sized artery that had 80% proximal and 99% stenosis in the midsegment. Before the apex, the lad had about 80% stenosis. It was reported that the lesion was within 5mm of study stents. There is also a severe disease affecting the main obtuse marginal as well as the main diagonal. The length of the om lesion was 10mm and the length of the main diagonal lesion was 20mm. The lad was patent. The event resolved without sequelae and considered as not related to the study stent or procedure in an investigator's opinion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15241646 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00280 and 3003742446-2013-00036.

Event description:
Information received from the (B)(4) study indicated that a patient experienced coronary artery restenosis approximately 25 months post index procedure. The patient's history is significant for angina, percutaneous coronary intervention ((B)(6) 2005), hyperlipidemia and hypertension. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 99% stenosed for greater than 3 months with a timi flow of 0 pre-procedure. The lesion was also located at a bifurcation. The lesion was pre-dilated with a 3.0mm x 10 durastar balloon at 21 atms followed by the implant of a 2.5mm x 18mm cypher stent at 21 atms. The stent was then post-dilated using the 3.0mm x 10mm durastar with excellent results. It was noted that the 50% lesion distal in the first diagonal appeared to be more hazy and slightly more significant. We used the same balloon to dilate that lesion at low pressure of 2 and 4 atmospheres. Unfortunately that resulted in a small linear dissection. Consequently a 2.5 x 8-mm cypher drug-eluting stent was deployed in the first diagonal at 14 atmospheres with excellent final result. Approximately 25 months post index procedure, the patient had an abnormal myoview stress test and underwent revascularization. As per cath report, the left anterior descending artery was a very heavily calcified, medium-sized artery that had about 30% ostial stenosis. The stented segment in the lad after that was widely patent. The main diagonal was a small to medium-sized artery that had 80% proximal and 99% stenosis in the midsegment. Before the apex, the lad had about 80% stenosis. It was reported that the lesion was within 5mm of study stents. There is also a severe disease affecting the main obtuse marginal as well as the main diagonal. The length of the om lesion was 10mm and the length of the main diagonal lesion was 20mm. The lad was patent. The event resolved without sequelae and considered as not related to the study stent or procedure.